Event description:
A facility reported a strong "vinegary-like" odor or "crayon smell" coming from the sterrad 200 unit. The manager of the department stated "the fumes/vapor has a very distinct odor. It will fill the entire room [and the department is very large]. There are times it [the odor] can take your breath away and make you feel as if your throat is closing off". A healthcare worker (hcw) reported symptoms of "throat and chest hurting, face breaking out with bumps and eye irritation (redness and burning)" when working with or near the sterrad 200. The hcw did seek medical attention. The doctor's diagnosis is unknown. The doctor prescribed prednisone and the hcw received an injection of an unknown steroid. The hcw stated that she is being treated by her primary care doctor; however, she may need dermatological care. After service, they continue to experience an odor emitting from the sterrad 200 system. The hcws are still experiencing symptoms. In the event asp receives additional information a supplemental medwatch report will be submitted. This complaint is being reported to FDA as a serious injury report for symptoms related to the strong odor. (B)(4). This is three of five 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2012-00104; 2084725-2012-00105; 2084725-2012-00106; 2084725-2012-00107 and 2084725-2012-00108.

Manufacturer narrative:
Conclusion code: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (may 2012 to november 2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code skin reaction was completed from january 2013 through december 2013 and did not reveal a significant trend. The trend of the product malfunction code respiratory reaction was completed from january 2013 through december 2013 and did not reveal a significant trend. The trending for problem code eye reaction (january 2013 ¿ december 2013). The eye reaction was due to the odor/smells issue which is addressed through CAPA. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is 128 which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 200 system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 200 system. The asp field service engineer (fse) replaced the vacuum pump and the unit was left in working order. In addition, an asp team compromised of quality, research and development, and field service visited the customer site. It was discovered the ventilation in the room was inadequate to asp's specifications of 10 air exchanges per hour. The room conditions also propagated an uncomfortable increase in temperature and humidity. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4): throat and chest hurt; bumps on skin; redness of eyelid and under eye.